Event description:
The patient underwent successful stent assisted coil embolization of a left internal carotid artery (ica) / opthalmic aneurysm. No technical or clinical complications were reported during the procedure. It was reported that approximately 24 hours post procedure, the patient developed severe headache that was successfully treated with demerol and decadron (dose unknown). The patient subsequently developed right hand weakness and focal seizure on the second day. MRI revealed small embolic cerebral vascular accidents (cva) in the left hemisphere. The patient was switched from aggrenox to plavix (dose unknown) to treat a possible in-stent thrombus formation. The patient's symptoms had almost completely resolved and the patient was discharged on the third day post procedure.

Manufacturer narrative:
Refer to manufacturing report: 2939204-2012-00254 for report submitted on the neuroform 3 stent.

Event description:
The patient underwent successful stent assisted coil embolization of a left internal carotid artery (ica) / opthalmic aneurysm. No technical or clinical complications were reported during the procedure. It was reported that approximately 24 hours post procedure, the patient developed severe headache that was successfully treated with demerol and decadron (dose unknown). The patient subsequently developed right hand weakness and focal seizure on the second day. MRI revealed small embolic cerebral vascular accidents (cva) in the left hemisphere. The patient was switched from aggrenox to plavix (dose unknown) to treat a possible in-stent thrombus formation. The patient's symptoms had almost completely resolved and the patient was discharged on the third day post procedure.

Manufacturer narrative:
The subject device(s) remained implanted; therefore, physical analysis cannot be performed. Based on the information available, it was determined that the device(s) were used in accordance with the direction for use (dfu). However, stroke is a known potential complication associated with endovascular procedures and is listed as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.